Event description:
It was reported that a vns patient passed away on (B)(6) 2012. Prior to the cremation procedure, the patient's vns products were explanted at the funeral home for return for analysis to the manufacturer. The reporter did not know the patient's cause of death, but he was aware that the coroner's office only performed an external examination. No autopsy was performed. The explanted generator and lead were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. Attempts to obtain a copy of the death certificate have been unsuccessful thus far.

Event description:
Additional information was received from the physician which revealed that the patient's death was due to pneumonia and an unwitnessed seizure. The physician also reported that the vns generator needed replacement. No additional information was provided.

Event description:
It was reported that the patient was being referred for generator replacement surgery prior to the patient's death due to battery end of service. Attempts for additional information from the patient's physician have been unsuccessful to date. Product analysis for the explanted generator and lead was completed. An end-of-service condition was found with the generator in the product analysis laboratory and determined to be the result of normal expected battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. However, no anomalies were identified in the returned lead portion.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was inhalation and ingestion of other objects causing obstruction of respiratory tract, chronic obstructive pulmonary disease with acute lower respiratory infection, pneumonitis due to food and vomit, respiratory failure (unspecified), dysphagia, and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
The initial report inadvertently did not include that the physician reported the patient's device was at end of service.